Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was surgically abandoned due to premature battery depletion. This device was replaced with an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.